Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not specify if the facility delays the start of precleaning on the equipment after use. The customer did not provide the steps taken during the pre-cleaning process. During the manual cleaning process, the customer uses anios detergent and brushes the instrument channel, suction cylinder, instrument channel port, balloon channel and the forceps elevator. The customer uses (B)(6) single use soft cleaning brushes. It was indicated that the forceps elevator is flushed during this process. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope machine is used with anios detergent and anios (disinfectant). The scope is blown by filtered compressed air and is stored in a typhoon storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled, and water was filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for unexpected contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The following fields were updated: h4, h6 and h10. The d9 "date returned to manufacturer" was corrected based on information available at the time of the initial report submissions. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the air leak inspection failed due to leak at the connector, the electrical (el) connector unit and mouthpiece pin were detached, and there was movement in the bending tube at the insertion part. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - chapter 6 compatible reprocessing methods and chemical agents. - chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 8 colony forming units (cfus) of coagulase-negative staphylococci. It was determined that this microbial detection was within the range of conformity (5 - 25 cfu¿s). B3: updated with the date that the scope first tested positive for microbial contamination. B6: was updated with the microbiological test results from the facility. The investigation is ongoing. A final report will be submitted upon completion of the investigation.